Event description:
During g-tube cares, healthcare provider heard a pop noise and looked around to find nothing made that noise, as healthcare provider continued with g-tube cares, they noticed lots of leaking on the gauze around the tube and then saw the deflated balloon off to the side of the gauze. The tube was not pulled or tugged. Neonatal nurse practitioner (nnp) called to bedside. 14 fr foley placed while awaiting surgery. Surgery notified and at bedside to replace g-tube. Manufacturer response for tubes, gastrointestinal (and accessories), mini one® balloon button (per site reporter). (B)(4) issued.